Event description:
Patient underwent gastric bypass surgery in 05 and that surgeon used a "linear cutter" divide and staple the small gastric pouch from the large stomach. Letter further alleges the "linear stapler did not work as it was supposed to and while making the transverse cuts separating the small upper pouch from the large lower stomach the staples did not properly close on both sides of the stomach." Further allegations are that patient developed a dehiscence requiring reexploration and surgery the following dat to repair the dehiscence on the large stomach. Pateint remained in the hospital for 26 days. Letter states the device was an ets flex 45 articulating linear cutter; however, no information regarding the cartridge is provided.